Event description:
The sales representative reported that the heart failure remote website (hf) plotted incorrect data, giving the initial appearance that the patient's heart device did not alert for high impedance. However, interrogation by programmer, determined that the device and the lead were both fine with no alerts; the issue was failure of the hf software to plot correct data. Further investigation by website engineers (it) determined causation to be that the data is being presented backwards in time, which included data that was "rolled up" from prior hf transmissions and was observed as a spike on both the ventricular and atrial channels. It was also noted the data was presented correctly for in-office follow-ups and for remote follow-ups where there are no intervening hf sessions. This issue to be addressed in future remote website releases.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results. The change is reflected in this report.